Event description:
The splittable sheath's hemostatic valve did not break away when it was peeled. It stayed around the pacemaker lead. The entire splittable sheath is supposed to split apart. No harm to the patient noted. Difficulty removing the sheath. FDA safety report ID# (B)(4).